Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore underneath the left electrodes. No reports that it was open or weeping. The patient's physician recommended removing the device for a while if someone else was present. The patient reported that the irritation improved.